Manufacturer narrative:
Product event summary: the device was returned and analyzed; no anomalies were found.

Event description:
It was reported that the patient had erosion at the pocket site. The device was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).